Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user facility was not able to provide any further details regarding the reported issue. The olympus service center was not able to confirm the reported issue (twist knob stuck/immovable); however, excessive play was observed with the angulation control knob. As reported on the initial report, the olympus technician adjusted the angulation mechanism. Based on the legal manufacturer's investigation, although a root cause cannot be conclusively determined, it is possible that lubricant may have temporarily clogged in the coil-pipe, which possibly disturbed movement of the a-wire. The suggested event is detectable by handling the device in accordance with the device's instructions for use (IFU): "if the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination." The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported in h6 and h10. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: brush passage passes specifications. The biopsy channel is leaking. In addition, the technician adjusted the angulation mechanism, replaced the air/water nozzle, biopsy channel, adhesive applied to the c-cover pin and the loght guide/objective lens. All part this report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that an evis exera ii colonoscope was found to have the twist knob stuck/immovable. There was no impact to the patient as a result of this occurrence.